Event description:
Reporter stated that the multiclix lancet protruded from the device's end-cap after firing. Reporter noted that pt experienced a small cut on the finger as a result. No treatment was required. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).